Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a j&j employee. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in singapore as follows: it was reported that the ria2 tubing twisted during reaming. The ria 2 reamer heads dislodged while reaming and broke in the canal. The broken pieces remained in patient bone. The surgeon tried to retrieve but was unable to due to being in the middle of the femur bone. They had to manually wash out. The surgery was delayed 1 hr due to the reported event. This report is for one (1) reamer head f/ria 2 ø10.5 this is report 1 of 2 for complaint (B)(4).

Event description:
It was further reported that the patient underwent two follow up procedures to clear an infection, but the broken fragments could not be retrieved.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 manufacturing location: supplier ¿ (B)(4)/ inspected and packaged by: monument, release to warehouse date: 28-mar-2022, expiration date: 01-mar-2032, part number: 03.404.017s, 10.5mm reamer head for ria 2-sterile, lot number: 700p733 (sterile). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev aa was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 22055 supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m017, ria ii reamer head 10.5mm, lot number: 571p669. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073690 rev b met all inspection acceptance criteria. Certificate of compliance received from mark two engineering dated 31-jan-2022 was reviewed and determined to be conforming. The certificate of compliance for heat treat supplied to mark two engineering from vacu-braze inc. Dated 03-jan-2022 was reviewed and determined to be conforming regarding traceability to the heat lot and met heat treat results. However, the part number on the certification is identified as 03.404.024 and the actual part number for this lot was 03.404.017. This will be further investigated. Heat treat specified at 50-55 hrc. Results certified at 52 hrc. Raw material certification supplied to mark two engineering from banner medical dated 11-nov-2021 was reviewed and determined to be conforming. Raw material certificate of tests supplied to banner medical from carpenter dated 07-oct-2021 was reviewed and determined to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.